Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box needed to be replaced. After replacement, the system passed the system checkout and was found to be fully functional. The axiem box was returned to the manufacturer for analysis. Analysis found that when connecting the axiem to a known good test system, all four ports displayed a green status, on both lemo connectors initially. After leaving the unit connected for four hours, all four ports displayed a red / no tracking status. Eminterface shows a fault on the 12 vdc power supply. Analysis found that the reported event was related to a electrical issue. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the software was showing red status for the emitter and axiem box upon boot up. The system was rebooted without resolve. The use of navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(B)(6). Conclusions updated from initially when connecting the axiem to a known good test system, all four ports displayed a green status, on both lemo connectors. After leaving the unit connected for four hours, all four ports displayed a red / no tracking status. Eminterface shows a fault on the 12 vdc power supply....photo attached. Afc: nafc0211 - axiem controller failure; to initially when connecting the axiem to a known good test system, all four ports displayed a green status. After leaving the unit connected for four hours, all four ports displayed a red / no tracking status. Eminterface shows a fault on the 12 vdc power supply. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box needed to be replaced. After replacement, the system passed the system checkout and was found to be fully functional. The axiem box was returned to the manufacturer for analysis. Analysis found that when connecting the axiem to a known good test system, all four ports displayed a green status, on both lemo connectors initially. After leaving the unit connected for four hours, all four ports displayed a red / no tracking status. Eminterface shows a fault on the 12 vdc power supply. Analysis found that the reported event was related to a electrical issue. Device manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.